Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found a damaged collet in the reported problem areas of the pipette assembly. All the collets (tip clamps) were replaced. The instrument was cleaned, inspected, tested without further problem, and returned to svc.